Event description:
Received indirect report from another consumer which indicated that pt had erosion and infection, and device was explanted. Event further clarified: pt reports lack of restriction after fills, followed by port site infection. Erosion diagnosed, and device explanted. Explanting physician suspected perforation of stomach during initial surgery may have caused the erosion.